Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies.  Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with abbott specifications and procedures. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference number: 2182269-2017-00105. During an ischemic ventricular tachycardia (vt) procedure, a pericardial effusion occurred. Approximately three hours into the procedure, while ablating in the left ventricle the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which no treatment was administered. The procedure was discontinued despite the second vt not being successfully treated. Shortly after the procedure, the patient's blood pressure recovered and another echocardiogram revealed the effusion was stable. The patient was sent to the ICU in stable condition. There were no performance issues with any abbott device.